Event description:
The lay user/patient contacted lifescan (lfs) in 2007 and alleged that her one touch ultra2 meter was displaying the apply sample message. The medical affairs specialist was unable to reach the patient (phone number provided is disconnected). A letter was sent to the address provided. The patient reported that the alleged issue first occurred on two days earlier (two days prior to the call the lfs). She also mentioned that she felt thirsty after the reported issue began. She tested on her backup meter at an unspecified time and date and obtained a result of "300 something." The patient reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment intervention. At the time of troubleshooting, it was verified that this was not a new product. The patient's technique for sample application was reviewed to be correct and the test strip did draw the sample into the test area. However, the issue was not resolved when retest was performed with a strip from a new vial of test strips. This complaint is being reported because the patient alleged she was unable to obtain a reading of the lfs product and later experienced thirst, a typical symptom of hyperglycemia. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.